Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead exhibited high pace and shock impedance measurements, oversensed noise and inappropriate therapy due to lead fracture. Surgical intervention was performed. The lead was capped and replaced without issue.